Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent sub-miniature switch was replaced and the unit was returned to service. The customer reported that there is no patient information available.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.